Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red, skin irritation under the front therapy pad from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed antihistaminic lotion for the irritation. Follow up indicated that the skin irritation is improving.